Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. It was noted that the rv lead was in a shock impedance advisory. Subsequently a revision procedure was performed. This rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.